Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch assembly and microswitch were replaced to resolve the reported issue. Customer reports no patient information available.

Event description:
The hospital reported a malfunction of the bag to vent microswitch resulting in the loss of mechanical ventilation during a case. There was no report of patient injury.